Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-94 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The f-94 alarm was identified during the event history log review and functional testing. The cause of the condition was determined to be a damaged main battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.